Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the full disclosure log and device activity logs were returned. Review of the clinical data determined that the pace portion of the one step complete pacing cable was not connected to the device's ECG connector causing no ECG signal to be displayed. This report has been attributed to improper use (set up) of the device by the end user. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.